Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The cause of the reported issue was determined to be use error, inappropriate bypass of the drain, not including I-drain. Homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 03:54:37. During night drain cycle four, the patient's ultrafiltration reading was 37995ml, indicating the home patient (hp) drained 37995ml more than their maximum programmed fill volume of 2000ml. No additional information is available.